Event description:
It was reported that the micro oscillating saw was leaking during testing. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion damage was discovered within internal components of the device.